Event description:
It was reported that the customer had high blood glucose levels of 201 mg/dl. The customer reported that the battery of the insulin pump would not last long. The customer also reported a failed battery test on the insulin pump. The insulin pump would thereafter reset itself and go back to the default settings for the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer further reported an off no power alert from the insulin pump. Troubleshooting was done. It was reported that the customer was using a fresh battery but still received the abovementioned alarms on the insulin pump. A new battery cap was shipped to the customer. The customer was advised to disconnect from the insulin pump, to remove the reservoir from the insulin pump and to rewind the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).